Event description:
It was reported to philips healthcare that the heartstart xl+ was unable to detect the "sub" along with an "equipment disable system failure" error. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.